Event description:
It was reported that patient experienced erosion of the bulbous urethra with their artificial urinary sphincter. The erosion was diagnosed via cystoscopy. The system was removed. The patient had a new system placed a year later. The patient was recovering from the surgery. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.